Event description:
During procedure (ercp -- endoscopic retrograde cholangiopancreatogram), there was a strong smell of smoke. The video equipment failed and the screen went black. Examined patient and removed grounding pads. No evidence of burning to patient's skin. Source of smoke smell could not be found. Unit checked out by biomed. Found unit to be operating correctly.